Event description:
It was reported that the patient presented to the emergency room after receiving a shock, the patient was asymptomatic, the ventricle lead was noted to have a kink. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014, noted that the lead was returned for analysis.